Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had an issue that caused her to end up in the intensive care unit. Customer reported blood glucose of unknown. Customer reported that the doctor had taken her insulin pump off. Customer also reported that the crack on battery compartment. Customer declined to provide details of hospitalization. Customer did not elaborate on the issue and they decline to speak on the event. Insulin pump will not be returned for analysis. Unomed inf set, frn-unk-rsvr.